Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was verified in the laboratory. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor for further analysis, and no anomalies were found that would cause the battery to deplete. The cause for the premature battery remains undetermined.

Event description:
It was reported that a decrease in the battery voltage was observed. The battery voltage has been dropping since last follow-up. The device was explanted.